Event description:
It was reported that during an standard subpec biceps tenodesis of the long head, after twisting the anchor mechanism to deploy, the anchor and drill guide were removed. The black and white cobraid did not appear to be attached to the anchor and easily came out in its entirety with the drill guide and inserter. The suture appeared to be broken within the anchor. The black and white cobraid were not stuck in the cleat when the inserter was removed. The blue and white cobraid remained intact inside the anchor (functioning like a single loaded anchor). The physician unloaded the blue and white cobraid suture from the anchor in its entirety. The anchor body was left in the drill tunnel. The drill and drill guide were used again and a new anchor was deployed without issue. The procedure was successfully completed with a delay of 5 minutes. No further complications were reported. The back up was used in the originally drilled hole so no void was left in the patient. Patient is expected to have a normal postoperative course.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures were not returned. The tip of the insertion device is deformed. The cleat is fully extended. A functional evaluation revealed the knob is fully rotated and locked. An analysis of the customer provided images found a q-fix insertion device laying on a surface with bio debris on it, the suture thread is cut, part of it is in the distal tip, and mostly next to the insertion device. In a second image, a close up to the distal tip is appreciated, and the suture can be seen, the suture thread seems to be frayed on the end. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device. Based on this investigation, the need for corrective action is not indicated.